Manufacturer narrative:
(B)(4)

Manufacturer narrative:
One opened knife in a blade protector tray was received for the report of a blunt knife. The knife was loose in the blister with no blade protection. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a blunt knife which was used during a case. The case was completed using the same knife. There was no patient impact.

Manufacturer narrative:
A sample is in transit to the investigator. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).